Event description:
It was reported that the bd needle precisionglide 16x1-1/2in had foreign matter. The following information was received from the initial reporter translated from portuguese to english. "Dirt"

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: one sample and photo received by our quality team for investigation. Through visual inspection, black spot can be observed on the shield. This black particle found is highly probable to be burnt material embedded in the barrel from molding process. A device history review was performed for lot 2334582, maintenance records related to the incident were found. Possible root cause of the alleged defect is related with molding process. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. A project was initiated to reduce any foreign particles inside our products.